Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) tip of needle has broken off /snap off into/inside patient abdomen, post ozempic injection [injury associated with device]. Tip of needle has broken off/ snapped of at the bevel [needle issue]. Case description: this serious spontaneous case from australia was reported by a nurse as "tip of needle has broken off /snap off into/inside patient abdomen, post ozempic injection(needle injury)" with an unspecified onset date, "tip of needle has broken off/ snapped of at the bevel(needle issue)" with an unspecified onset date, and concerned a female patient who was treated with novofine (needle) from unknown start date for "device therapy", , novofine (needle) from unknown start date for "device therapy", patient height, weight and body mass index were not reported medical history was not provided. Concomitant products included - ozempic (semaglutide 1.34 mg/ml) patient had two novofine needles. On an unspecified date, tip of novofine needle has broken off/snapped off at the bevel into/inside patient abdomen while injecting ozempic. Batch numbers: novofine: requested. Novofine: requested. The outcome for the event "tip of needle has broken off /snap off into/inside patient abdomen, post ozempic injection (needle injury)" was not reported. The outcome for the event "tip of needle has broken off/ snapped of at the bevel (needle issue)" was not reported. Reporter's causality (novofine) - tip of needle has broken off /snap off into/inside patient abdomen, post ozempic injec-tion (needle injury): unknown. Tip of needle has broken off/ snapped of at the bevel (needle issue): unknown. Company's causality (novofine) - tip of needle has broken off /snap off into/inside patient abdomen, post ozempic injec-tion (needle injury): possible tip of needle has broken off/ snapped of at the bevel (needle issue): possible. Reporter's causality (novofine) - tip of needle has broken off /snap off into/inside patient abdomen, post ozempic injec-tion (needle injury): unknown tip of needle has broken off/ snapped of at the bevel (needle issue): unknown. Company's causality (novofine) - tip of needle has broken off /snap off into/inside patient abdomen, post ozempic injec-tion (needle injury): possible tip of needle has broken off/ snapped of at the bevel (needle issue): possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) tip of needle has broken off /snap off into/inside patient abdomen, post ozempic injection [injury associated with device] tip of needle has broken off/ snapped of at the bevel, it would not go back in as she noted that it was blunt and could not inject. [Needle issue] when they held it down they had to put pressure 'it stung'/the patient noted that the 'stinging' stopped, pulled the suspect ozempic pen out [injection site pain] entire dose had not been administered [incorrect dose administered] case description: this serious spontaneous case from australia was reported by a nurse as "tip of needle has broken off /snap off into/inside patient abdomen, post ozempic injection(needle injury)" beginning on (B)(6) 2025, "tip of needle has broken off/ snapped of at the bevel, it would not go back in as she noted that it was blunt and could not inject.(needle issue)" beginning on (B)(6) 2025, "when they held it down they had to put pressure 'it stung'/the patient noted that the 'stinging' stopped, pulled the suspect ozempic pen out(injection site stinging)" beginning on (B)(6) 2025, "entire dose had not been administered(incorrect dose administered)" beginning on (B)(6) 2025, and concerned a 45 years old female patient who was treated with novofine (needle) from unknown start date for "weight loss", , novofine (needle) from unknown start date for "weight loss", patient's height: 179 cm. Dosage regimens: novofine: novofine: allergy: allergies. Concomitant products included - ozempic (semaglutide 1.34 mg/ml), nizac(nizatidine). The patient reported a needle-related adverse event that occurred during the administration of their medication. On (B)(6) 2025, the patient described experiencing a stinging sensation upon injection, which resolved after withdrawing the device. Upon removal, it was noted that the entire dose had not been delivered. When attempting to reinsert the pen with the same needle, the patient found the needle to be blunt and unable to penetrate the skin. The patient then replaced the needle and completed the injection at a nearby site. Following this event, the patient attended urgent clinical care and was referred to the emergency department, where it was confirmed that the needle tip had broken off and remained in the abdominal fatty tissue. On (B)(6) 2025 the patient undergone ultrasound (ultrasound scan). The results reveal the broken needle tip was identified as lodged in the abdominal fatty tissue. The patient confirmed that they do not reuse needles, leave needles attached to the device, or store the pen with the needle in the refrigerator. Proper training in device use was reported. The patient noted that this needle breakage event has occurred twice in total. There were no other individuals involved in the administration, and the device was used as per instructions. Batch numbers: novofine: unknown. Novofine: unknown. The outcome for the event "tip of needle has broken off /snap off into/inside patient abdomen, post ozempic injection (needle injury)" was not reported. The outcome for the event "tip of needle has broken off/ snapped of at the bevel, it would not go back in as she noted that it was blunt and could not inject.(needle issue)" was not reported. The outcome for the event "when they held it down they had to put pressure 'it stung'/the patient noted that the 'stinging' stopped, pulled the suspect ozempic pen out(injection site stinging)" was not reported. The outcome for the event "entire dose had not been administered(incorrect dose administered)" was not reported. Reporter's causality (novofine) - tip of needle has broken off /snap off into/inside patient abdomen, post ozempic injection (needle injury): possible. Tip of needle has broken off/ snapped of at the bevel, it would not go back in as she noted that it was blunt and could not inject. (Needle issue): unknown. When they held it down, they had to put pressure 'it stung'/the patient noted that the 'stinging' stopped, pulled the suspect ozempic pen out (injection site stinging): possible. Entire dose had not been administered (incorrect dose administered): unknown. Company's causality (novofine) - tip of needle has broken off /snap off into/inside patient abdomen, post ozempic injection (needle injury): possible. Tip of needle has broken off/ snapped of at the bevel, it would not go back in as she noted that it was blunt and could not inject. (Needle issue) : possible when they held it down they had to put pressure 'it stung'/the patient noted that the 'stinging' stopped, pulled the suspect ozempic pen out(injection site stinging) : possible. Entire dose had not been administered(incorrect dose administered) : possible. Reporter's causality (novofine) - tip of needle has broken off /snap off into/inside patient abdomen, post ozempic injection(needle injury) : possible. Tip of needle has broken off/ snapped of at the bevel, it would not go back in as she noted that it was blunt and could not inject.(needle issue) : unknown. When they held it down they had to put pressure 'it stung'/the patient noted that the 'stinging' stopped, pulled the suspect ozempic pen out(injection site stinging) : possible. Entire dose had not been administered(incorrect dose administered) : unknown. Company's causality (novofine) - tip of needle has broken off /snap off into/inside patient abdomen, post ozempic injection(needle injury) : possible. Tip of needle has broken off/ snapped of at the bevel, it would not go back in as she noted that it was blunt and could not inject.(needle issue) : possible. When they held it down they had to put pressure [?]it stung'/the patient noted that the [?]stinging' stopped, pulled the suspect ozempic pen out(injection site stinging) : possible. Entire dose had not been administered(incorrect dose administered) : possible. Investigation result: novofine - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with following information. Patient added as secondary reporter. Patient identifiers updated. Other relevant history was updated with "allergies". Concomitant medication nizac(nizatidine) was updated. Event start date, seriousness criteria for needle injury and needle issue updated. New events injection site pain and incorrect dose administered added. Narrative updated accordingly. Final manufacturer comment: 22-jan-2026: the suspected device novofine needle has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needle. Considering the nature of events, route of administration being subcutaneous, the reported needle injury could be attributed incorrect product handling. . References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2025-00226. Reference notes: medwatch 3500a MFR. Report number. Reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2025-00227. Reference notes: medwatch 3500a MFR. Report number. H3 continued: evaluation summary: novofine - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Case description: on (B)(6) 2025, patient undergone ultrasound (ultrasound scan) and it did not demonstrate any retained foreign body. The case was downgraded from a serious device case to a non serious device case based on follow up information received on 30-mar-2026. Based on laboratory data, an ultrasound performed on (B)(6) 2025 confirmed that the patient had undergone an ultrasound scan, which did not demonstrate any retained foreign body. Since last submission case has been updated with following information plastic surgeon was added as hcp lab data was updated treatment received for the event needle injury was updated as no gxp comment was added is non reportable field updated as yes narrative updated accordingly. Final manufacturer comment: on 22-jan-2026: the suspected device novofine needle has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needle. Considering the nature of events, route of administration being subcutaneous, the reported needle injury could be attributed incorrect product handling references included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient.